Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 20 mg/dl. Customer stated that she remembers having a seizer and her daughter found her unconscious on the floor and called the paramedics. Customer also stated that in (B)(6) 2013 she had a car accident due to low blood glucose. The low blood glucose was 25 mg/dl when paramedics pulled her out of the car. Nothing further was reported.